Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Power error due to connector resistance issue. Insulin pump received with cracked battery tube threads, cracked case behind the insulin pump near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had recurring power error alarm. The customer's blood glucose was unknown at the time of incident. It was also reported that there was a crack on the battery compartment. The insulin pump will be returned for analysis.